Manufacturer narrative:
Revision occurred 11 months after the primary surgery due to dislocation. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 11 months after the primary surgery, which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. A 36 mm centered glenosphere was explanted and replaced with a 36 mm eccentric glenosphere.